Event description:
In 2009, the pt's nurse called on the pt's behalf. She stated that the pt was discharged from the hosp on the morning of the day before, and she was given "insulin shots" to use and she was instructed not to reconnect to the infusion device until after dinner. The pt was "disoriented" and was taken back to the hosp yesterday afternoon and her blood glucose measured 520 mg/dl. She was treated with an insulin IV. The nurse reported that the pt was initially hosp twelve days prior to original date, and she was not connected to the infusion device during hosp. The nurse then transferred the call to the pt. She requested assistance with priming the infusion set and then disconnected the call. The pt's blood glucose measured 348 mg/dl 1 hour prior to the initial report. Upon follow up on the day after the original date, the pt's mother reported that the pt's most recent blood glucose reading was 599 mg/dl and she remained in the hosp. A week later, the pt stated that her most recent blood glucose reading was 182 mg/dl. When asked if this was within her normal blood glucose range she stated "I guess. I don't really know my normal range." Product was replaced and requested to be return for evaluation.